Manufacturer narrative:
Atrophy was reported. The ams800 device was visually inspected and functionally tested. There was a leak in the cuff shell that was the result of wear at a fold. The pump and balloon were not functionally tested due to the leak in the cuff. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. A labeling review was performed and according to the (B)(4), IFU, ams 800 male_us, there is no evidence that the device was used or handled improperly. A review of the ams 800 hazards analysis d053660 was completed. Urethral atrophy is included as a harm. Based on review of this data, this complaint does not represent a new or unanticipated event. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)). If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) urethral atrophy under the cuff. The entire aus was removed and replaced with a new one. No further complications were reported in relation to this event.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) urethral atrophy from cuff. The entire aus was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.